Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Mfg evaluation revealed the sample had the wing nut broken off. The broken wing nut was not returned for evaluation. The thread is damaged due to mechanical overloading. The broken surface is homogenous and does not show material abnormalities. It can be assumed that simply too much fore well beyond its calculated design was applied during use. However, the complaint is deemed indeterminate from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that the wing nut broke off inside the 105mm holding sleeve and is truck. It is unk how or when the breakage happened.